Event description:
The tech alleged the head of the bed is drifting downward slowly. No pt impact.

Manufacturer narrative:
The tech replaced cardio pulmonary resuscitation valve to resolve the issue.